Event description:
Medtronic provided the following information: it was reported that during use of the sphere 9 catheter for a cardiac ablation procedure, after the first application on the cavotricuspid isthmus (cti) near the tricuspid annulus, the patient experienced ventricular fibrillation. Direct current cardioversion was used to restore sinus rhythm. Two additional radiofrequency applications were performed further from the tricuspid annulus to continue the cti line toward the inferior vena cava. A subsequent radiofrequency application close to the initial site near the tricuspid annulus resulted in another episode of ventricular fibrillation, which was again terminated by direct current cardioversion. The patient had a history of coronary disease and the presence of an implantable cardioverter defibrillator lead. The physician decided to stop the procedure and not complete the cti line due to these events. The patient was under general anesthesia throughout the procedure. No medical or surgical intervention was needed to prevent permanent impairment of function, and the event did not lead to or extend hospitalization. No patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.